Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the patient is 504 mg/dl. The customer also report the blood glucose was 445 mg/dl. The symptoms related to high blood glucose was moderate ketones, stomach ache and vomiting. Customer was treated with insulin pump. The customer state that drive support cap appears normal the insulin pump will not be return for analysis.